Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ectopic pregnancy with contraceptive device ('pregnancy (ectopic), terminated') in a 40-year-old female patient who had essure (ess205) (batch no. 621814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity ((B)(6) 1999, (B)(6) 2002), d & c ((B)(6) 2000, (B)(6) 2001) and miscarriage ((B)(6) 2003). Previously administered products included for contraception: yaz from (B)(6) 2007 to (B)(6) 2007 and mirena from 2003 to (B)(6) 2007; for an unreported indication: flonase sensimist from 2003 to 2004. Concurrent conditions included chronic fatigue syndrome, fibromyalgia, nickel sensitivity, myalgia, myositis, thoracic pain, shoulder pain, rhinitis allergic, penicillin allergy, allergic reaction to antibiotics, lumbar sprain, spondyloarthropathy, hypothyroidism, stress and intra-abdominal bleeding. Concomitant products included bromelains;quercetin from 2008 to 2019, cetirizine hydrochloride;pseudoephedrine hydrochloride (zyrtec-d) since (B)(6) 2007, colecalciferol (d3) since 2011, fexofenadine hydrochloride (allegra) since 2002, fexofenadine hydrochloride;pseudoephedrine hydrochloride (allegra d) since 2002, fish oil since 2010, ginkgo biloba since 2010, iron from 2000 to 2019, magnesium malate since 2011, phosphorus since 2003, prasterone (dhea) (B)(6) 2007 to 2011, probiotics nos since 2003, thioctic acid (alpha lipoic acid) since 2008, toxicodendron pubescens (rhus tox.) Since 2003, triamcinolone acetonide (keno) since 2012, ubidecarenone (coq10) since 2011, vitamin b nos (b-complex) since 2011 and vitamins nos (mv) from 1999 to 2019. In (B)(6) 2007, the patient experienced pollakiuria ("urgent/frequent urination") and micturition urgency ("urgent/frequent urination"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), migraine ("migraine/migraine/headache"), headache ("headaches"), cold sweat ("hot/cold sweats"), feeling abnormal ("brain fog") and back pain ("back pain"). In (B)(6) 2007, the patient experienced multiple allergies ("chronic allergies"). In (B)(6) 2008, the patient experienced disturbance in attention ("focus"), depression ("depression"), persistent depressive disorder ("dysthymia") and sleep disorder ("sleep disturbance"). On (B)(6) 2008, the patient experienced nausea ("nausea"), 1 year after insertion of essure (ess205). On (B)(6) 2008, the patient experienced sinusitis ("sinus infection"). In (B)(6) 2009, the patient experienced alopecia ("hair loss thining"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced dry eye ("dry and blurry"). On (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), chronic fatigue syndrome ("cfs"), fibromyalgia ("fibromyalgia"), seasonal affective disorder ("sadd"), fatigue ("fatigue"), visual impairment ("vision problems"), allergy to metals ("nickel allergy"), vision blurred ("dry and blurry"), myalgia ("pain in muscle and joint/tender to touch"), arthralgia ("pain in muscle and joint/tender to touch"), neck pain ("cervical pain") and muscular weakness ("legs giving outside"). The patient was treated with fluticasone furoate (flonase sensimist allergy relief), modafinil (provigil) and surgery (hysterectomy (full), salpingectomy (bilateral) and hysterectomy. (Full),salpingectomy. (Bilateral)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, migraine, nausea, alopecia, pollakiuria and micturition urgency had resolved and the ectopic pregnancy with contraceptive device, abdominal pain, chronic fatigue syndrome, fibromyalgia, seasonal affective disorder, fatigue, mood swings, headache, visual impairment, weight increased, cold sweat, feeling abnormal, multiple allergies, disturbance in attention, depression, sleep disorder, allergy to metals, dry eye, myalgia, arthralgia, neck pain, muscular weakness, sinusitis and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, chronic fatigue syndrome, cold sweat, depression, disturbance in attention, dry eye, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, feeling abnormal, fibromyalgia, headache, micturition urgency, migraine, mood swings, multiple allergies, muscular weakness, myalgia, nausea, neck pain, pelvic pain, persistent depressive disorder, pollakiuria, seasonal affective disorder, sinusitis, sleep disorder, vision blurred, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, dysmennorhea (cramping), abdominal pain, cfs, sadd, fibromyalgia, bladder problems and urinary problems. Right side: 5 coils, left side:3 coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, fibromyalgia, dysthymia, back pain and hair loss. Lot number:621814 manufacture date: 2006/12 expiration date: 2008/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ectopic pregnancy with contraceptive device ('pregnancy (ectopic), terminated') in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 621814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity ((B)(6) 1999, (B)(6) 2002), d & c ((B)(6) 2000, (B)(6) 2001) and miscarriage ((B)(6) 2003). Previously administered products included for contraception: yaz from (B)(6) 2007 to (B)(6) 2007 and mirena from 2003 to (B)(6) 2007; for an unreported indication: flonase sensimist from 2003 to 2004. Concurrent conditions included chronic fatigue syndrome, fibromyalgia, nickel sensitivity, myalgia, myositis, thoracic pain, shoulder pain, rhinitis allergic, penicillin allergy, allergic reaction to antibiotics, lumbar sprain, spondyloarthropathy, hypothyroidism, stress and intra-abdominal bleeding. Concomitant products included bromelains; quercetin from 2008 to 2019, cetirizine hydrochloride; pseudoephedrine hydrochloride (zyrtec-d) since (B)(6) 2007, cholecalciferol (d3) since 2011, fexofenadine hydrochloride (allegra) since 2002, fexofenadine hydrochloride;pseudoephedrine hydrochloride (allegra d) since 2002, fish oil since 2010, ginkgo biloba since 2010, iron from 2000 to 2019, magnesium malate since 2011, phosphorus since 2003, prasterone (dhea) (B)(6) 2007 to 2011, probiotics nos since 2003, thioctic acid (alpha lipoic acid) since 2008, toxicodendron pubescens (rhus tox.) Since 2003, triamcinolone acetonide (keno) since 2012, ubidecarenone (coq10) since 2011, vitamin b nos (b-complex) since 2011 and vitamins nos (mv) from 1999 to 2019. In (B)(6) 2007, the patient experienced pollakiuria ("urgent/frequent urination") and micturition urgency ("urgent/frequent urination"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), migraine ("migraine/migraine/headache"), headache ("headaches"), cold sweat ("hot/cold sweats"), feeling abnormal ("brain fog") and back pain ("back pain"). In (B)(6) 2007, the patient experienced multiple allergies ("chronic allergies"). In (B)(6) 2008, the patient experienced disturbance in attention ("focus"), depression ("depression"), persistent depressive disorder ("dysthymia") and sleep disorder ("sleep disturbance"). On (B)(6) 2008, the patient experienced nausea ("nausea"), 1 year after insertion of essure (ess205). On (B)(6) 2008, the patient experienced sinusitis ("sinus infection"). In (B)(6) 2009, the patient experienced alopecia ("hair loss thinning"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced dry eye ("dry and blurry"). On (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), chronic fatigue syndrome ("cfs"), fibromyalgia ("fibromyalgia"), seasonal affective disorder ("sadd"), fatigue ("fatigue"), visual impairment ("vision problems"), allergy to metals ("nickel allergy"), vision blurred ("dry and blurry"), myalgia ("pain in muscle and joint/tender to touch"), arthralgia ("pain in muscle and joint/tender to touch"), neck pain ("cervical pain") and muscular weakness ("legs giving outside"). The patient was treated with fluticasone furoate (flonase sensimist allergy relief), modafinil (provigil) and surgery (hysterectomy (full), salpingectomy (bilateral) and hysterectomy. (Full),salpingectomy. (Bilateral)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, migraine, nausea, alopecia, pollakiuria and micturition urgency had resolved and the ectopic pregnancy with contraceptive device, abdominal pain, chronic fatigue syndrome, fibromyalgia, seasonal affective disorder, fatigue, mood swings, headache, visual impairment, weight increased, cold sweat, feeling abnormal, multiple allergies, disturbance in attention, depression, sleep disorder, allergy to metals, dry eye, myalgia, arthralgia, neck pain, muscular weakness, sinusitis and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, chronic fatigue syndrome, cold sweat, depression, disturbance in attention, dry eye, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, feeling abnormal, fibromyalgia, headache, micturition urgency, migraine, mood swings, multiple allergies, muscular weakness, myalgia, nausea, neck pain, pelvic pain, persistent depressive disorder, pollakiuria, seasonal affective disorder, sinusitis, sleep disorder, vision blurred, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, dysmenorrhea (cramping), abdominal pain, cfs, sadd, fibromyalgia, bladder problems and urinary problems. Right side: 5 coils, left side:3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, fibromyalgia, dysthymia, back pain and hair loss. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received. Date of explant added. This case become incident. Event injury was updated to pelvic pain. Following events were added: dysmenorrhea (cramping), abdominal pain, cfs, sadd, fibromyalgia, psych injury, bladder problems., urinary problems, fatigue, hormonal changes, migraine, headaches, nausea, hair loss, vision problems and weight gain. Reporter information was updated. Lab data was added. Follow up 2, 3 and 4 were processed together. On 18-sep-2019: pfs received. Date of birth was changed. Follow up 2, 3 and 4 were processed together. On 19-sep-2019: pfs received. Lot number added. Following events were added: mood swing, hot/cold sweats brain fog, chronic allergies, focus, depression, dysthymia, sleep disturbance, nickel allergy, dry and blurry, pain in muscle and joint/ tender to touch, cervical pain, legs giving outside, sinus infection, back pain, urgent/frequent urination. Reporter information, treatment, concomitant drug, were added. Follow up 2, 3 and 4 were processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.